Event description:
It was reported that the patient received multiple shocks. X-ray showed that the lead may have moved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.